Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified high reading on the adc device and stated the reading was higher than what was felt. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as feeling cold, pallor, trembling, and a loss of consciousness. The customer was unable to self-treat, requiring non-healthcare professional (hcp) administration of fruit juice and sugar water for treatment. There was no report of death or permanent impairment associated with this event.